Manufacturer narrative:
This supplemental report is being submitted to provide the new information and corrections. Additional information from the instructions for use states: do not reposition the stent (pbd-v621r-1005 to 1015, pbd-v622r-1005 to 1015) in patient bodies who have sustained the detachment of even one side flap of the placed stent. Depending on the individual, material deterioration of the placed stent over time can result in another detachment of side flap(s).

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that the following event occurred. After approximately two years(from (B)(6) 2019) have passed since the stent was placed, the stent migrated into the small intestine. The stent stuck in the small intestine and occurred peritonitis in (B)(6) 2021. When peritonitis occurred, surgery was attempted, but vital signs were not stable and the surgery was not possible. The patient died due to peritonitis on (B)(6) 2021. It was reported by the opinion that based on the image of CT, the flap of the stent might have come off, which might have caused migration, and that the cause of death was peritonitis caused by a stent stuck in the small intestine.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Although the lot is unknown, the following items are inspected at the manufacturing site, and only those that pass the inspection are shipped. It is possible to infer the cause from the results of past similar investigations, therefore it was determined that an investigation using equipment with similar structure or similar device is unnecessary. Previous similar cases have shown that the side flaps or stent possibly deteriorated due to digestive fluid or internal environment of the patient. The side flaps or stent might have deteriorated due to the chemical effects of digestive fluid and the mechanical effects of peristalsis, causing the side flap or stent damage. The above device handling has warned in the instruction manual as follows. After placing the stent in the duct, closely monitor the condition of the patient. Also, periodically check the condition of the stent (to see if the lumen of the stent is not clogged, and if there are four side flaps in the side of the duodenum, etc.) And the condition of implantation of the stent (to see if the position of the stent has not changed). In case of irregularities or unnecessary retention of the stent, remove the stent using grasping forceps. If necessary, periodically exchange the stent. The stent may deteriorate over time and could become clogged. The status of the stent can change with the condition of the patient (e.g., inflammation, remittence of biliary tract stenosis etc.). The stent may deteriorate over time, causing the side flap to break or detach completely (reports have been received on side flaps coming off several months after placement). Deterioration or damage to the stent may result in erosion of the duodenal wall, biliary tract obstruction, detachment of the stent part migrating into the duct or out of the papilla, mucous membrane damage, perforation, or bleeding.